Event description:
It was reported that a patient's device was showing high impedance. No surgery was taken to date. No additional relevant information was received to date.

Event description:
Information was received that the patient has experienced an increase in seizures due to the therapy not being delivered because of the high impedance and associated output current not delivered. It was later noted that the patient has been experiencing intermittent tingling in the face and neck, which the physician believes is due to the vns intermittently making a good connection with the lead and delivering the full programmed therapy. Additional x-ray images with anteroposterior views of the chest and neck were received and reviewed. It could not be assessed whether the connector pin was fully inserted in the connector block, as it could not be determined whether the connector pin was seen or if it was image artifact of the feedthru wires. The feedthru wires appeared to be intact. No apparent sharp angles or gross fractures were observed in the part of the lead visible in the ap and chest and neck images. Note that the presence of a microfracture or a discontinuity in the portion of the lead that was not visible cannot be ruled out. No known surgical intervention has occurred to date.

Event description:
Follow-up was performed and provided additional lead implant information. X-rays were provided and it was unknown if or when surgery was scheduled for the high impedance. An x-ray image of a close up to the generator was provided. Due to the scope, angle, and quality of the image provided, the generator position, complete lead pin insertion, and integrity of the feedthru wires could not be assessed. A majority of the lead could not be visualized due to the scope of the image, and therefore strain relief or the use of tie downs could not be assessed. A potential suspicious area was noted near the generator, however due to the image quality and angle, it could not be determined if this was the lead or patient anatomy. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that incomplete pin insertion and the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portions of the lead that are not visible in the provided image. No known surgery has occurred to date. No additional relevant information was received to date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental report #02 inadvertently did not discuss the duplicate report submitted under MFR report # 1644487-2020-00254.

Event description:
Note that a duplicate MFR report (1644487-2020-00254) was inadvertently submitted for these events. However, all further investigation and reporting will occur under MFR report 1644487-2019-00020. No additional relevant information has been received to date.

Event description:
The patient underwent full revision due to high impedance. The explanted devices have not been received by the manufacturer to date. No additional relevant information has been received to date.